Event description:
It is reported that during intubation a mac 3 standard laryngoscope blade came apart. As the user began to exert pressure to loft the pts tongue, the blade portion seperated from the square base assembly of the blade. This assembly portion remained connected to the laryngoscope handle & the blade remained in the pt's mouth.